Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys troponin t stat assay (tnt stat) result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial tnt stat result from sample a was 7 pg/ml. On (B)(6) 2019 a new sample, sample b, was tested and had tnt stat result of 527 ng/l. On (B)(6) 2019 sample a was retested and had a tnt stat result of 592 pg/ml. The customer also provided a tnt stat result of 487 pg/ml for the same patient. It was not clear if this was from a new sample or from either sample a or sample b. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The tnt stat reagent lot was 345888 with an expiration date that was requested but not provided. Qc results from the day prior to the event and after the event were acceptable. The customer was not using rack adapters. The investigation is currently ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.